Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: rinato, guide catheter: mach1, embolic protection: filtrap. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after prepping a 3.5x28 rx xience xpedition stent delivery system (sds) without flushing the guide wire lumen, when advancing the sds over the proximal end of a non-abbott embolic protection system (eps), resistance was met and the two devices became stuck prior to the sds entering the anatomy. Force was applied to the sds in an attempt to retract it over the proximal end of the eps, however, the outer member shaft of the sds separated at the proximal balloon seal and the inner member shaft was also noted to be stretched and separated. The proximal part of the eps was cut off and the same eps was used to continue to procedure. The procedure was completed via deployment of a new xpedition stent in the heavily calcified, concentric, 75% stenosed, de novo lesion in the non-tortuous proximal right coronary artery. No resistance was noted between the eps and any other devices, including the new xpedition. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.